Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely the cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the lesion was located in the proximal-mid left anterior descending artery (lad) and had mild tortuosity, mild calcification, and 90% stenosis. The zeta stent delivery sys (sds) was advanced to the lesion; however, the balloon ruptured at 6 atm when inflated for the first time. As the stent implant was not fully expanded, it was post dilated using another co's 2.5 x 08 mm balloon catheter. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusion summation: product performance engineering reviewed the incident info. Factors that can contribute to balloon ruptures include, but are not limited to, balloon damage during mfg, materials, interactions with other devices, pt anatomy, lesion calcification and tortuosity, or insufficient preparation prior to use. The lesion was mildly tortuous and calcified with 90% stenosis, which may have contributed to the reported difficulties experienced. It is possible that the balloon material was damaged during interactions with other devices, or the lesion. Without a returned device for analysis, a conclusive root cause for the reported discrepancy cannot be determined.